Manufacturer narrative:
A review of the manufacturing records for this lot shows no evidence of a manufacturing-related potential cause for this event. The device has not been received by this manufacturer. An evaluation has not been performed; therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during a percutaneous nephrolithotomy procedure, metal shavings were coming off the probe inside the patient. The physician continued on and completed the procedure using the same device, stating he was not concerned because the shavings were so small they would be passed with urination. The patient is reportedly "fine" post-procedure.